Event description:
It was reported that the device makes noises when the batteries are inserted, one of the batteries gets warm and a contact on the battery cover is bent. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation; resolution of the reported issue was confirmed by the technician, and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repair tasks. Review of event log found no relevant information. There was no 12-month service history during the review. The probable cause of the reported problem unknown.

Manufacturer narrative:
One device was received for evaluation; resolution of the reported issue was confirmed by the technician, and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repair tasks. Review of event log found no relevant information. There was no 12-month service history during the review. The probable cause of the reported problem unknown. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.